Manufacturer narrative:
The lead was returned for analysis and the laboratory analysis was unable to confirm the reported field observations. The lead passed all tests.

Event description:
Additional information received, and a supplemental report is being filed.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
The rv lead exhibited high pacing thresholds. The patient experienced chest pain and pleural effusion. The right ventricular (rv) lead perforated the patient's heart wall. The lead was explanted. No additional adverse patient effects were reported.